Event description:
It was reported that the right atrial (ra) lead exhibited out-of-range impedance measurements. On (B)(6) 2024, the impedance measured 2122 ohms, then decreased to 1536 ohms by (B)(6), a concerning shift from the baseline of the 600s. A signal artifact monitoring (sam) with an artifact related to the minute ventilation (mv) feature signal was confirmed on september 21 indicated mechanical vibration with an impedance breakdown of 2674 ohms. This could suggest early lead failure, although the ingevity lead makes a spring contact failure less likely. Additionally, pacing inhibition was discovered. The healthcare provider agreed to perform an in-office check for troubleshooting. The patient has reported vague symptoms like fatigue and dizziness, leading to discussions about further evaluations, including a chest x-ray. No additional adverse patient effects were reported. This lead remains in service. Additional information was received mentioning that this lead was explanted due to it was fractured. The lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited out-of-range impedance measurements. On (B)(6) 2024, the impedance measured 2122 ohms, then decreased to 1536 ohms by (B)(6), a concerning shift from the baseline of the 600s. A signal artifact monitoring (sam) with an artifact related to the minute ventilation (mv) feature signal was confirmed on (B)(6) indicated mechanical vibration with an impedance breakdown of 2674 ohms. This could suggest early lead failure, although the ingevity lead makes a spring contact failure less likely. Additionally, pacing inhibition was discovered. The healthcare provider agreed to perform an in-office check for troubleshooting. The patient has reported vague symptoms like fatigue and dizziness, leading to discussions about further evaluations, including a chest x-ray. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that the right atrial (ra) lead exhibited out-of-range impedance measurements. On (B)(6) 2024, the impedance measured 2122 ohms, then decreased to 1536 ohms by (B)(6), a concerning shift from the baseline of the 600s. A signal artifact monitoring (sam) with an artifact related to the minute ventilation (mv) feature signal was confirmed on (B)(6) indicated mechanical vibration with an impedance breakdown of 2674 ohms. This could suggest early lead failure, although the ingevity lead makes a spring contact failure less likely. Additionally, pacing inhibition was discovered. The healthcare provider agreed to perform an in-office check for troubleshooting. The patient has reported vague symptoms like fatigue and dizziness, leading to discussions about further evaluations, including a chest x-ray. No additional adverse patient effects were reported. This lead remains in service. Additional information was received mentioning that this lead was explanted and successfully replaced. No additional adverse patient effects were reported.